Manufacturer narrative:
Tech found head hilow function would not raise. The tech found the issue was the head hilow down valve. Tech replaced the head hilow down valve to correct this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Head section is drifting.